Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 25 mg/dl at the time of the incident. The customer's blood glucose was 111 mg/dl at the time of call. The customer treated her low blood glucose with soda. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.